Manufacturer narrative:
(B)(4).

Event description:
It was reported that the prongs on the power cord were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.